Event description:
The stent (subject device) was returned for analysis and it was discovered that it was partially deployed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was noticed to be partially deployed, the stent delivery catheter was found to be intact, the stent stabilizer was found to be kinked/bent 10cm and 19cm from the connection port , the distal stent was found to be deformed, and the stent was fully deployed. During a functional inspection the stent could be deployed during the test; however friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint event was not confirmed but the analysis results are consistent with the reported event . The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information indicates the device was confirmed to be in good condition during preparation/prior to use on the patient, there was no damage noted to the packaging prior to opening the packaging, continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use and the patients anatomy was not tortuous. Received additional information on 19-jun-2023 stated that the stent (subject device) could not be deployed in patient's vessel so the physician tried to push it on the table after taken it out. Analysis of the returned device found the stent stabilizer was kinked/bent which indicates the device encountered a significant force during the attempt to deploy the stent. The stent was noted to be partially deployed. While it was possible to fully deploy the stent during the functional test, significant friction was noted and the stent was found to be slightly deformed. An assignable cause of procedural factors will be assigned to the reported defects ' stent failed/unable to deploy' and to the as analyzed defects 'stent stabilizer kinked/bent', 'stent stabilizer/catheter friction', 'stent partial deployment' and 'stent deformed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.